Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with peeling keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that the keypad of the insulin pump was damage. The blood glucose was unknown. The customer stated that sticker on the front panel of the pump is starting to peel off. The customer reports the screen was peeled off. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for the analysis.